Event description:
It was reported that stent insufficient apposition occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the moderately calcified right coronary artery. A 32 x 3.00mm promus premier select drug-eluting stent was implanted for treatment. However, during post dilation, it slipped and was unable to cover the entire lesion. The physician implanted two stents and completed the procedure. No patient complications were reported and patient status was stable.